Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 260mg/dl and 140mg/dl meter to lab. Tests were done within 10 minutes with a difference of 53%. Patient did not experience any adverse events. No further information has been reported.